Manufacturer narrative:
Results: inherent risk of procedure (surgical conversion). Patient's condition affected effectiveness of device (pre-existing chronic aortic dissection, reverse funnel shaped aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing chronic aortic dissection, reverse funnel shaped aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately three weeks ago. There was a pre-existing/chronic dissection just below the renal arteries, which extended about 2 cm. The aortic neck diameter at the renal arteries was 28 mm and 32 mm in diameter 15 mm below the renal arteries. It was 15 mm in length and had 50 degree of angulation. The final angiogram revealed a proximal type I endoleak that was coming from the area where the dissection was located. The physician attempted to resolve the proximal type I endoleak by modeling with a balloon; however, the endoleak did not resolve. The stent graft was located at the level of the right renal and there was no room to add an aortic cuff. The physician elected to convert the patient to an open repair and cut the bifurcated stent graft just below the first ring and left the suprarenal struts and one ring with fabric in the patient. A dacron graft was sewn to the fabric of the bifurcated stent graft that was left in the patient. No clinical sequelae were reported and the patient is fine.